Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent an open reduction internal fixation (orif) for the femoral neck fracture using a plate for femoral neck system (fns), titanium alloy (tan), bolt for fns, antirotation screw, guide wire and a locking screw. The devices were distributed as loan implant set but the bolt for construct length 80mm was lacked without notice to the hospital. It was reportedly due to the miscommunication between customer service team and the sales representative. During the surgery, the surgeon noticed the lack and used the bolt for construct length 85mm as an alternative to the bolt which was accorded with medical indication in the case. Patient was under partial weight bearing. The surgery was delayed by less than 30 minutes. Patient outcome was unknown.   This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complained device was not available for use during the procedure. Complained device was not implanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.